Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and formed needle retracted with the slide insert visible in the viewing window. The soft cannula measured the correct full length according to specification and did not appear damaged. No timeouts or drive stalls were observed in the download data, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula being improperly inserted into the infusion site. Investigation of the needle mechanism found no issues that would prevent the needle mechanism from deploying as intended. Although no problem was found with the device, it could not be determined when the slide insert moved forward, and the cause of the reported failure of the slide insert to move forward could not be determined. A root cause of the unsure properly inserted soft cannula could not be determined as well.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod between 4 and 24 hours the cannula had not inserted at the pod infusion site. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. Once the pod was removed from the insertion site the patient reports the cannula was bent.